Event description:
Boston scientific received information that the patient with this right atrial (ra) lead fell while walking. Device interrogation revealed loss of capture on all leads; no change in impedance measurements were noted. The field representative indicated that the implant pocket looked normal; however, the patient indicated it was tender. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available. Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.